Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was cracked and there was evidence of moisture corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2014 with the following results: evidence of moisture was found under the display lens. The pump passed a leak test. The pump cover was opened and internal moisture was found. Unrelated to the complaint, the pump powered on and missing vertical lines were observed on the display screen. The display screen was replaced and displayed normally.